Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred while the pump was exposed to extreme heat. Blood glucose level was 280 mg/dl. During a follow-up, it was reported that the altitude alarms were ultimately cleared after allowing the condensation on the pump to dry.